Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to diabetic ketoacidosis with am unknown blood glucose level. The customer reported that the insulin pump was dropped and belt clip was broken. The customer also reported that the insulin pump was not working and that she did not have the insulin pump in the hospital. The insulin pump will not be returned for analysis.